Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g287 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot g287 for the reported issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #47: drive tube alarm. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated they received an alarm #47: drive tube alarm during prime. The drive tube was checked and prime was resumed without further issue. The customer stated approximately 300 ml of whole blood was processed when they ended the treatment and returned blood to the patient. The customer stated when they removed the kit they discovered a small leak at the end of the drive tube. The customer stated the patient was stable and successfully received treatment using a new kit. The customer did not return product for investigation.